Event description:
It was reported that noise was observed on egm. The lead could not be completely explanted and was therefore cut and capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned for analysis. External insulation abrasion was noted at 16.5cm and 27.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.